Event description:
It was reported that the sic (sensing integrity counter) was 138, which is indicative of oversensing. Impedance history, sensing, and threshold was reported to be normal. The lead was explanted and replaced. There were no reported patient complications as a result of this event, and the patient status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: outer insulation breached depression; full lead returned and analyzed.